Event description:
The manufacturer received information alleging the trilogy evo device is not operating. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer received information alleging the trilogy evo device is not operating. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, speaker failure (e-0202), was observed in the device's error log. The third-party service technician performed the audible alarm verification: primary alarm test step, and it had failed on the device. The third-party service technician further evaluated and determined the speaker had caused the error to occur. In conclusion, the device's speaker needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air foam inlet filter, particulate filter, and muffler needs replaced for preventative maintenance.